Manufacturer narrative:
This was initially reported on the summary report dated 10/31/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, erosion, infection, urinary problems, dyspareunia, recurrence, emotional distress and product problem. It was also reported that the plaintiff experienced cystourethrocele, stress urinary incontinence, and chronic inflamed bladder mucosa. It was also reported that the plaintiff underwent revision surgery. Furthermore, it was reported that the plaintiff died. No cause of death was reported.